Manufacturer narrative:
The contamination was confirmed via the lab reports that was provided and attached to the complaint. In addition, based on the information reported by the customer, the product IFU was not completely followed in terms of how the unit is recommended to be maintained. In particular, it was reported that water quality check is randomly monitored; a disposable filter different to pall-aquasafe is used but no information about the filter model has been provided, therefore it can't be confirmed if replacement frequency of 1 filter per month is appropriate; water circuits are not disinfected before storing; the hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler is not replaced every year; anois is used to disinfect the surfaces (even if it is not listed in the product IFU); disposable gloves were not solely used for hc3t device during cleaning. Moreover, livanova learnt that, after discovery of device contamination, the hospital performed water replacement each day and disinfection every 7 days, and the blue tubing set was replaced. Reportedly, the sink water was not tested and no official lab report was provided. A device service history review has been performed and identified that the unit was manufactured in 2020 and no other complaints against the mentioned unit have been reported. Complaints database review revealed that two other units were found to be contaminated at the same hospital. Based on all the gathered information, it cannot be excluded that all the above deviations from maintenance instructions reported in the IFU have contributed to the contamination and growth of the bacterial colony inside the device. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacteria and micro-organisms (out of tolerance). Laboratory results were provided. There is no patient involvement.